Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: section d.1.-brand name corrected to visistat 35w (wide) fixed head skin stapler.

Event description:
It was reported that "a post-partum patient had dressing removed to inspect incision and it was noted 5 staples had slipped out from incision. Obstetrician contacted and steri-strips applies, all staples accounted for, and a new dressing applied on day two post operatively". No report of patient harm or injury.

Event description:
It was reported that "a post-partum patient had dressing removed to inspect incision and it was noted 5 staples had slipped out from incision. Obstetrician contacted and steri-strips applies, all staples accounted for, and a new dressing applied on day two post operatively". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a post-partum patient had dressing removed to inspect incision and it was noted 5 staples had slipped out from incision. Obstetrician contacted and steri-strips applies, all staples accounted for, and a new dressing applied on day two post operatively". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Other remarks: n/a. Corrected data: n/a.